Event description:
It was reported that while opening the jigs, a piece of hair was found inside the sterile pouch. The case was immediately cancelled. The patient was undergoing spinal pain block procedure while this issue was discovered.

Manufacturer narrative:
It was reported that while opening the jigs, a piece of hair was found inside the sterile pouch. The case was immediately cancelled. The patient was undergoing spinal pain block procedure while this issue was discovered. The device manufacturing records were reviewed, and the device was manufactured per the specifications.